Event description:
The facility reported a faile code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. There have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
A request for the return of the device has been made.